Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® cat (clot activator tube) plus blood collection tubes there was an issue with erroneous results. The following information was provided by the initial reporter, translated from (B)(6) to english: analysis disruption continues also with frost-free tubes. The biologist announces me this day to have visited the dialysis service. It would seem to have a problem of sampling at the level of dialysis. He must me contact monday. Information received on december 12: wrong results.

Event description:
It was reported that during use of the bd vacutainer® cat (clot activator tube) plus blood collection tubes there was an issue with erroneous results. The following information was provided by the initial reporter, translated from french to english: analysis disruption continues also with frost-free tubes. The biologist announces me this day to have visited the dialysis service. It would seem to have a problem of sampling at the level of dialysis. He must me contact monday. Information received on december 12: wrong results.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. Bd acknowledges the customer's experience regarding the indicated failure mode for erroneous results with the incident lot. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The customer has responded to our inquiry regarding the nature of the collection regarding these dialysis samples referred to in this complaint. They have acknowledged that the specimens collected in closer proximity to the dialysis instrumentation are more problematic in terms of sample quality than the ones collected closer to the patient. Unfortunately, due to the nature of these specimens and the amount of anticoagulant and dialysate present-the specimen quality can be marginal even under the most careful of collection processes. In addition, the trauma to the patient for any additional phlebotomy, is not desirable although a ¿clean specimen¿ is the ultimate goal. Adhering to the recommended specimen handling and processing steps in our instructions for use will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. H3 other text : see section h.10.